Event description:
Per information provided: on (B)(6) 2018 - patient was diagnosed with peristomal hernia thereby underwent open repair with the implant of ventralex st mesh (device 1) and bard soft mesh (device 2). Per operative notes, ¿the hernia sac was removed. A ventralex st mesh (device 1) and bard soft mesh (device 2) was placed into the right abdomen and secure it with sutures.¿ on (B)(6) 2019 - patient was diagnosed with recurrent peristomal hernia, bowel obstruction, adhesion thereby underwent open repair with implant of ventralex st mesh (device 3) and ventralight st mesh (device 4). Per operative notes, ¿right side of the abdomen there was a parastomal hernia sac. Hernia sac was dissected out. Previously placed ventralex st mesh (device 1) and bard soft mesh (device 2) was intact. A ventralex st mesh (device 3) and ventralight st mesh (device 4) was placed into the right abdomen together and secure it with sutures.¿ on (B)(6) 2019 - patient was diagnosed with abdominal wound, ventral hernia bowel obstruction thereby underwent repair with abdominal washout and wound vac placement and implant of bard soft mesh (device 5). Per operative notes, ¿hernia sac was dissected out. A bard soft mesh (device 5) was placed and secure it with sutures.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-nov-2017) is considered to be a best estimate. This emdr represents the bard soft mesh (device 2). Additional supplemental emdrs were submitted to represent two bard ventralex st (device 1 and 3) and bard ventralight st mesh (device 4). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.